Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
No sound or voice prompts issued from device. No patient involved.

Event description:
No sound or voice prompts issued from device. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. This complaint was initially raised under heartsine¿s legacy complaint handling system under the complaint reference (B)(4) on the (B)(6) 2016. However, following three unsuccessful attempts to communicate with the customer to return the device the complaint was closed. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and performed all weekly auto self-tests, alongside random manual power ons up to the (B)(6) 2018. The device records 7 manual power ons, all of under one-minute duration on the (B)(6) 2018. This was one week before the awareness date on the (B)(6) 2018. This would suggest the user had witnessed the reported fault during these power cycles. The device passed the subsequent auto self-tests up to the last log entry on the (B)(6) 2018. The returned pad-pak was inserted into the device and passed an auto self-test, then passed a self-test during a manual power cycle. During this power cycle, all the instructional leds illuminated as normal, however, no audio prompts were present. This would confirm the reported fault. The device shutdown with no warnings given and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the reported fault could be attributed to the failure of speaker, due to a break in the speaker coil wire. During the investigation, the speaker was measured and was found to have failed. This resulted in the device failing to give audio prompts as per the reported fault. The pad unit had been tested and passed (B)(4) on the (B)(6) 2013. This would indicate that the speaker assembly was working at this time before deteriorating after despatch from heartsine. Failure of the returned speaker may have been due to either a process defect during the manufacture of the speaker assembly resulting in a latent failure, or, the device had been subject to external mechanical influences (i.e. Vibrations or impact). The failure of the speaker did not affect the unit¿s ability to successfully deliver the test therapy sequence, as demonstrated during the investigation, as the device continued to prompt therapy via the instructional leds. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.